Event description:
Allegedly, the doctor was performing an endometrial resection (emr) when an electrode broke and a small part of the wire loop fell into patient. The doctor immediately retrieved and procedure was completed with another electrode. Patient was not injured; patient condition post-op was good.

Manufacturer narrative:
The doctor broke 4 electrodes in one case and they were all from different lot boxes. There was signs of charring on the insulation and broken loop ends. Only this one had loop break and fall into patient. It is possible that doctor was using settings that were too high and damage was caused by over temperature.